Manufacturer narrative:
The reported field event of lv pacing lead impedance and noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out, the new device was measuring out of range impedance. When the lv lead was inserted into the new device and tightened the lead down it made a strange noise. The lv impedance kept measuring out of range. The lead was pulled out, and plugged into the pacing system analyzer, which the impedance was within range. The lead was put back into the device, and it measured out of range again. The device was replaced, which measured in range impedance when the lv lead was plugged into the new device. The patient did not experience any symptoms.